Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation. This report is associated with MDR 2937457-2014-00303.

Event description:
A user facility reported saline bag back filled during the first setup of the day after recirculation had been running for 10 minutes. The system alarmed for filling programs. There was no patient involvement. On site technician replaced the air separator and several system boards. The system was placed back into use.